Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) was showing areas of the screen that were not selected. While at the all beds screen from a fresh reboot, clicking on "system setup" would take them there but parts of the all beds screen would still be visible. They were unable to see the full "system setup" screen. They tried rebooting the cns, and technical support (ts) verified all the cables / connections and windows settings were correct, but the issue persisted. No patient harm was reported. Investigation summary: the user had already tried rebooting the cns, and technical support (ts) verified all the cables / connections and windows settings were correct, but the issue persisted. The customer replaced the unit with a spare cns, and everything was working properly. Ts noted this is an end-of-life device and the customer has decided to purchase a new device. Based on the available information, nk confirmed the issue was highly likely to be caused by damage to the device and its internal components over time, due to aging and degradation of the device. In this case, the device was installed at the facility on 12/30/2015 and the warranty expired on 12/29/2017, indicating the device has aged approximately eight (8) years and four (4) months. Aging devices and their components are susceptible to wear and tear damage over time, which explains the reported display issue. During a review of the device history, this was found to be the only complaint for this complaint device (cns-6201a, pu-621ra, sn: (B)(6) found in the past three (3) years. This was also the only complaint for similar devices reported by the facility in the past three (3) years, indicating this is an isolated incident. As a significant trend was not observed for this issue, further corrective action is not needed at this time. Trending will continue to be monitored. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided: 02/27/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/27/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/06/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. .

Event description:
The biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) was showing areas of the screen that were not selected. While at the all beds screen from a fresh reboot, clicking on "system setup" would take them there but parts of the all beds screen would still be visible. They were unable to see the full "system setup" screen. They tried rebooting the cns, and technical support (ts) verified all the cables / connections and windows settings were correct, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having display issues where parts of the screen are still showing on the display even though they clicked on a different area. When they are at the all beds screen from a fresh reboot, as soon as they click on system setup, it will take them there but parts of the all beds screen still stay on the screen, and they are unable to see the full system setup. They already tried rebooting the cns prior to calling, and tech support (ts) verified all the cables / connections and windows settings are correct, but the issue still remains. This is an end of life device. They replaced the unit with a spare cns, and everything is now working properly. They will be buying a new cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7.. D10 concomitant medical device. Attempt #1 02/27/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/27/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/06/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having display issues where parts of the screen are still showing on the display even though they clicked on a different area. When they are at the all beds screen from a fresh reboot, as soon as they click on system setup, it will take them there but parts of the all beds screen still stay on the screen, and they are unable to see the full system setup. They already tried rebooting the cns prior to calling, and tech support (ts) verified all the cables / connections and windows settings are correct, but the issue still remains. This is an end of life device. They replaced the unit with a spare cns, and everything is now working properly. They will be buying a new cns. No patient harm was reported.